Event description:
The customer reported the ventilator power cord was sparking during normal ventilation operation. The customer reported the device was in use on a patient and was alarming, and there was no patient harm. The manufacturers field service engineer (fse) confirmed the reported problem. Upon evaluation, the fse reported the power cord was going to the external battery, and observed sparking inside the end that connects to an ac outlet. The fse replaced the power cord to address the reported problem. Applicable final testing was performed per operating specifications.